Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Low signal amplitudes were observed in the episode and troubleshooting was discussed. Approximately two and a half years later another inappropriate shock was observed with morphology changes noted. Technical services discussed could be postural or due to an electrolyte imbalance. No adverse patient effects were reported.